Event description:
The integra representative informed by the doctor that he had inverted the valve in his last two patients. Revision surgery was performed on one patient by another surgeon. The other patient was reported not to have experienced any symptoms.

Event description:
The integra representative informed by the doctor that he had inverted the valve in his last two patients. Revision surgery was peformed on one patient by another surgeon. The other patient was reported not to have experienced any symptoms.